Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
A 6f angio-seal vip was selected for closure following a left transfemoral angioplasty with stent placement. The pt complained of left foot and leg pain shortly thereafter which progressed to sensory deficit anda mild motor deficit with pain. Acute ischemia with suspected left common femoral artery thrombosis was diagnosed. The pt was sent to the operating room where it was discovered that the angio-seal was implanted at the level of the bifurcation at the takeoff of the superficial femoral artery. Surgical findings revealed plaque formations involving the common femoral artery, superficial femoral artery and the profunda femoris artery. The angio-seal components were removed, an endarterectomy was performed and the dissected left common femoral artery was repaired. The pt required two units of packet red blood cells (prbc's) due to decreased hemoglobin and hematocrit. The estimated blood loss was 500 cc. The pt tolerated the procedure well and was taken to the recovery room in satisfactory condition.